Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of onset, the patient was hospitalized for the event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, route, duration, and frequency not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.